Event description:
Pt went outside to smoke and did not remove oxygen equipment before lighting cigarette which resulted in severe facial burns. Pt was transferred to hosp for treatment where he expired on 7/8/97.